Manufacturer narrative:
(B)(4). Ref medwatch report #3020707080-2025-00004. (B)(4).

Event description:
On april 15th, 2025, fujifilm healthcare americas corporation was informed by fujifilm medwork gmbh of the reportable event involving val1-g7-50 from the manufacturer. During an FDA-inspection on march 25th, 2025, it was found that complaint involving the val1-g7-50 was not evaluated for reportability to the FDA. Therefore, val1-g7-50 complaint received prior to the inspection was evaluated for FDA MDR. Fujifilm medwork gmbh received this complaint on june 22nd, 2022, and on march 27th, 2025, determined it to be reportable (MDR 3020707080-2025-00004 submitted on april 16th, 2025). During a colonoscopy therapy and gastroscopy diagnosis procedure, using a fujifilm endoscope, the fujifilm val1-g7-50 valve was found to be leaking. The leaking biopsy valve made it difficult to enter instruments. No patient injury was reported.